Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon initial placement of this right atrial (ra) lead poor pacing thresholds and intrinsic amplitude measurements were obtained. The lead was repositioned several times requiring additional turns to extend the helix with each until finally requiring 80 rotations of the fixation tool in its final location. The physician elected to leave the lead implanted in a septal position and complete the procedure. No adverse patient effects were reported. This lead remains in service.